Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to flattened dome switch at the down arrow button on the keypad trace. The pump had scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 11.9 mmol/l. The customer stated that the act and b buttons were not working. They were unable to check the pump history. The mother of the customer stated that that it started with all the buttons that morning. The insulin pump was returned for analysis.